Event description:
It was reported that upon x-ray at eight weeks out, the surgeon noted a broken mmi anchorage mtp cross plate left was broken in the pt. Surgeon said joint is fused and there is no pain reported by pt at this time so implant will remain. Sales rep has x-ray copies from 3 weeks out of surgery showing no issues with plate, and again at 8 weeks out when x-ray showed broken plate in pt.

Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available, it will be reported on a supplemental report.